Event description:
A user facility reported that during an intraocular lens (iol) implant procedure, that it was noted that the haptic was truncated following insertion of the lens. The lens was removed through an enlarged incision. In a follow up phone call with the surgeon, he reported that the same technician loaded the lens and no processes had been changed. The surgeon enlarge the incision to remove and replace the iol because he did not have lens cutters. The incision was closed with sutures. The surgeon reported the pt had some residual astigmatism secondary to the sutures. The surgeon was unwilling to complete the follow-up questionaire.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 08/15/2011, 08/24/2011 and 08/30/2011 by phone, fax, and mail. Additional info was received in a follow up phone call on 08/30/2011. The surgeon was unwilling to complete the follow up questionnaire. (B)(4).